Event description:
The manufacturer representative reported that the patient was having a revision of the lead. The health care provider (hcp) was trying to remove the current lead and it broke in the patient¿s sacrum. The lead was partially explanted and would not be returned as the customer discarded of it. The replaced the new lead on the left side of the sacrum and the broken lead was on the right side of the sacrum. The issue was not resolved at this time. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v314283, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).